Manufacturer narrative:
The company representative was unable to duplicate the reported problem. As a precautionary measure, the power supply (part number: 0014-00-0033-05) and the remote switch (part number: 0012-00-0834) were replaced. The iabp was tested to factory specification. It functioned normally and was returned to the customer. We are following up with the customer for additional details regarding the discontinuation of the therapy. A supplemental medwatch report will be submitted if additional information becomes available.

Event description:
The customer reported that while the iabp was in use on a pt, the iabp stopped pumping. Conditions of the iabp at that time were as follows: no messages were displayed on the screen, the power was on, unit not in stand-by mode. The physician checked the blood pressure history on the bedside monitor and found that there have been no augmentation for around 90 minutes. The physician discontinued iabp therapy by removing the iab catheter from the pt. No pt injury was reported.